Manufacturer narrative:
Cracked reservoir tube lip noted during visual inspection. Pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted. However corroded motor home switch noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 89 mg/dl. Troubleshooting was performed. The device was returned for analysis.